Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint regarding tip scorched was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed prior to start, pre-anesthesia. No arcing was observed, there was no injury to the patient, no arcing, no thermal damage, no instrument collision, was observed during the procedure that the instrument was last used. The instrument has been returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had scorching on the tip. The procedure was completing as planned with no reported injury.